Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the clinic, vf episode due to noise was observed on a stored emg. Programming changes were made. The patient will be monitored.